Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-nov-2022. H6: investigation summary customer returned a total of 3 used 4mm, 32 gauge nano pro pen needles. No teardrop labels were provided for lot identification. The pen needles were visually inspected prior to testing. 2 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. Visual inspection found signs of use, but no issues were found with the functionality of the remaining pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that 2 of the 3 pen needles were bent on the non-patient side. The root cause of the needles bending appears to be accidental damage from stresses caused by misaligning the pen during attachment as a part of routine use.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the inner shield was not removed, leading to insulin leakage, leading to an underdose. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported not taking the inner green shield off for injection since january. Insulin laying on her site.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the inner shield was not removed, leading to insulin leakage, leading to an underdose. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported not taking the inner green shield off for injection since january. Insulin laying on her site.